Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 10 mg/ml at 3.2 mg/day and bupivacaine 32 mg/ml at 10.4 mg/day via an implantable pump. The indication for use was spinal pain. The patient¿s medical history included chronic pain. It was reported that a motor stall occurred. The patient experienced withdrawal. There were no known environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was the pump was interrogated and a motor stall had occurred. The actions and interventions taken to resolve the issue was the physician had put the patient on orals until a replacement could be done. Surgical intervention did not occur but was planned although it had not been scheduled. The issue was not resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: catheter, UDI#: (B)(4). The pump was returned, and analysis found gear train anomaly, corrosion and-or wear and-or lubrication and stall due to shaft-bearing. The catheter was returned and analysis found sc connector/coring-tears-cuts in seal. If information is provided in the future, a supplemental report will be issued.